Event description:
This incident was reported to us on (B)(6) 2014. However, the incident details were not available until the distributor met with the physician on (B)(6) 2014. The incident details were summarized and received by mvi on (B)(6) 2014. It was reported that upon treating a para-ophthalmic ica aneurysm a stent was placed across the neck, multiple embolization coils were deployed without incident. As the 6th coil was advanced partially within the aneurysm and the microcatheter, the coil stopped moving. The delivery pusher was retracted and the coil did not respond. The coil could be seen trapped behind the stent. A gooseneck snare was advanced over the microcatheter and the catheter and coil were removed successfully without incident. No neurological deficit was reported. On (B)(6) 2014, the physician indicated the patient was discharged from the hospital w/o deficit.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the delivery pusher engaged within the microcatheter. The implant coil was detached from the delivery pusher and protruding out the distal end of the retrieval device. The coil was stretched slightly at the proximal end creating a gap in the primary wind of the coil, the distal loop was slightly deformed. The detachment tether that holds the implant intact with the delivery pusher was fractured with appearance of a mechanical break. The remainder of the device appeared normal in specification. The root cause of this complaint cannot be determined definitively. It appears the attachment tether may have been fractured detaching the coil from the pusher as the device was pulled through the stent. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.